Manufacturer narrative:
The insulin pump had unresponsive button due to flattened dome switch at act button on keypad traces. Unable to verify the motor noise anomaly due to keypad damage. However, the motor was tested outside of the device and passed. No noise anomaly or damage found on the motor. The insulin pump had cracked at corner display window, cracked battery tube threads, scratched on lcd window, cracked at reservoir tube lip, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.